Manufacturer narrative:
The insulin pump had a blank display and constant tone alarm due to moisture damage on electronics. No vibration anomaly noted. Unable to perform idle current test, run current test, self-test, off no power test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. The insulin pump was received with cracked display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tubelip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the device would not turn on. Customer's blood glucose was unknown. Device had a blank display and vibrate anomaly. Customer could not complete troubleshooting. Customer will not be returning the device for analysis.